Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psychological trauma ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved and the metrorrhagia, psychological trauma, hormone level abnormal, nausea, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), psychological disorder, hormonal changes, nausea discrepancy noted in date of insertion-(B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: dye test showed that everything was fine. Result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): yes, result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psychological trauma") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved and the metrorrhagia, psychological trauma, hormone level abnormal, nausea, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), psychological disorder, hormonal changes, nausea discrepancy noted in date of insertion - (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: dye test showed that everything was fine. Result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): yes, result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psychological trauma") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved and the metrorrhagia, psychological trauma, hormone level abnormal, nausea, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), psychological disorder, hormonal changes, nausea discrepancy noted in date of insertion-(B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: dye test showed that everything was fine. Result: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): yes, result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4). Legacy device report number 2951250-2020-09383 medwatch 3500a MFR number were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6)2013, the patient had essure inserted. In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In (B)(6)2017, the patient experienced nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psychological trauma ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), unilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and abdominal pain lower had resolved and the metrorrhagia, psychological trauma, hormone level abnormal, nausea, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), psychological disorder, hormonal changes, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: dye test showed that everything was fine. Result: total bilateral occlusion. Imaging procedure - on (B)(6)2013: essure confirmation test (unspecified): yes, result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Abnormal bleeding (vaginal, menorrhagia), migraines / headaches, lower abdominal pain were added. Onset dates added. Outcome for lower abdominal pain added. New reporter, historical drug and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological trauma ") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the metrorrhagia, psychological trauma, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hormone level abnormal, metrorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), psychological disorder, hormonal changes, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified): yes, result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Events: pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), psychological disorder, hormonal changes, nausea were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.